Event description:
The manufacturer received information alleging a ventilator service required alarm condition occurred. There was no harm or injury reported. The ventilator was evaluated by a third-party service center and the customer¿s complaint was confirmed. The device's system board and machine flow sensor was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously alleging a ventilator service required alarm condition occurred. There was no harm or injury reported. The ventilator was evaluated by a third-party service center and the customer¿s complaint was confirmed. The device's system board and machine flow sensor were replaced to address the issue. The system board and machine flow sensor were evaluated by the manufacturer's product investigation laboratory (pil) and found system board and machine flow sensor were functioned as designed and operated without issue or error codes.